Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating intermittent inability to discharge. The device was in clinical use at the time the issue was discovered. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating intermittent inability to discharge. The device was attempted to be used on a patient. It was indicated that there was no delay or failure of lifesaving therapy. No patient harm reported. Therefore, this report has been updated from serious injury to product problem.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. The device was evaluated with the support from philips rse. Based on the information available, the device has malfunctioned and the cause is not able to be determined. Device is out of warranty and philips did not perform any repair work. The issue was fixed by third party repair service and the product is back in service. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.